Event description:
A customer complained after observing non-reproducible, higher than expected vitros tropi es results obtained from three different patient samples and a troponin I-free sample using vitros tropi es reagent on a vitros 5600 integrated system. Patient 1: 2.43 ng/ml vs. <0.012 ng/ml. Patient 2: 0.447 ng/ml vs. <0.012 ng/ml. Patient 3: 0.143 ng/ml vs. <0.012 ng/ml. Troponin I-free sample: 2.85 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. A preliminary report of ¿presumed positive¿ was sent to the physicians for the higher than expected vitros tropi es results obtained from patients 1 and 3, however; no treatment was given, changed, or withheld based on the reported tropi es results. Corrected reports were sent to the physicians. The higher than expected vitros tropi es result obtained from patient 2 was not reported outside of the laboratory. There were no allegations of patient harm as a result of these events. This report is number four of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from three different patient samples and a troponin I-free sample using vitros tropi es reagent on a vitros integrated system. The assignable cause for the events associated with the patient 1, 2 and 3 samples is unknown. There is no indication that vitros tropi es reagent malfunctioned. An instrument related issue cannot be ruled out as an insufficient number of replicates were obtained from a tropi es within-run precision test or no precision testing was performed. The assignable cause for the event associated with the troponin I-free fluid is most likely instrument related as a within-run tropi es precision test was outside of ocd guidelines, indicating the vitros 5600 system was not performing as intended. Finally, the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation, therefore; pre-analytical centrifugation protocol could not be ruled out as a contributing factor for the patient 1, 2 and 3 sample results.